Event description:
The device was in a power-on-reset condition. The cause was unk. The condition was cleared though the pt programmer was not communicating with the device. The clinician programmer worked fine. The batteries in the pt programmer were replaced and it started working. Two days later, (B) (6) 2009, the programmer was again not communicating. The unit was not working with the external antenna. The pt removed the batteries several times and the issues did not resolve. The pt rec'd a new programmer and was able to communicate and make adjustments to the stimulation without difficulty.

Manufacturer narrative:
(B) (4)